Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the deployment hook would not release from the filter hook, the device had to manipulate to get it to release. The device was landed in target site and position. No harm to patient no adverse effects. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information a likely cause is that excessive tension during deployment contributed to the reported event. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the deployment hook would not release from the filter hook; the device had to manipulate to get it to release. The device was landed in target site and position. Patient outcome: no harm to patient no adverse effects.